Event description:
It was reported that the annuloplasty ring was explanted after an implant duration of approximately 4 years due to endocarditis. Through follow up, the healthcare provider indicated that this event was due to patient related factors and not a device malfunction. The ring was explanted and the patient's tricuspid valve was replaced with an edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement reported. The annuloplasty ring will not be returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: the causes of re-operation for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. In this case, it was reported that the patient developed tricuspid endocarditis. The healthcare provider confirmed that there was no malfunction of the edwards annuloplasty ring. This event was due to patient related factors. No further actions are possible with the available information.